Event description:
Customer reported an unexpected negative reaction when performing validation testing on the echo. A patient sample with a history of anti-k was not detected.

Manufacturer narrative:
Customer did not provide additional information. Customer did not provide sufficient info